Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device not activating properly as a result of a leak. Upon inspection, a defect was found on the aus balloon near the transition to the tubing. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.